Event description:
It was reported that the pump exhibited a check syringe plunger sensor alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal on the plunger was broken while the bottom seal was intact upon receipt. The device was received with the right plunger case disconnected and the plunger head filled with dried fluid ingression. The bottom case was cracked on the front side. An error code was present in the event history log (ehl). After performing the power up process and visual inspection, the customer reported issue was confirmed. The plunger head was filled with fluid ingression. The root cause for the reported issue is attributed to customer damage. The entire plunger head assembly was replaced to correct this issue. Power up process was performed as well as preventive maintenance and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.